Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient complained of dizziness. They presented in clinic where upon interrogation, it was discovered the right ventricular lead was failing to capture and failing to sense. An x-ray was completed to reveal the lead had perforated the right ventricle. The lead was capped and replaced on (B)(6) 2020. The patient was stable.